Event description:
The customer observed a falsely elevated magnesium (mg) result generated on the architect c4000 for a 72-year-old male patient sample. The following data was provided (customer¿s reference range 1.6-2.6 mg/dl); 27oct2025 sample ID (B)(6), initial result = 7.23 mg/dl, repeat result = 1.91 mg/dl, repeat result on another instrument c40693 = 1.82 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Additional information section h4 - device MFR date. The field service representative (fsr) inspected the instrument and performed troubleshooting. Service cleaned the cuvettes that were contaminated/dirty and replaced multiple parts including the cc cuv dry tip which resolved the issue. An instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the architect c4000 with regards to the customer reported event. Additionally review of complaint and trending data associated with the cc cuv dry tip did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect c4000, serial number (B)(6), or the cc cuv dry tip was identified.

Event description:
The customer observed a falsely elevated magnesium (mg) result generated on the architect c4000 for a 72-year-old male patient sample. The following data was provided (customer¿s reference range 1.6-2.6 mg/dl): (B)(6) 2025 sample ID (B)(6), initial result = 7.23 mg/dl, repeat result = 1.91 mg/dl, repeat result on another instrument (B)(6) = 1.82 mg/dl . No impact to patient management was reported.